Manufacturer narrative:
The evotech unit was quarantined and the field service engineer was dispatched to the site on 2/19/2016. The mec monitor and tubing were replaced. Water was found leaking from the pressure relief valve on the hot water tank and the pressure relief valve was replaced. A planned maintenance was also performed. A self-disinfect cycle was run and the customer was advised to perform a water test. Further tests are still being conducted and the evotech remains quarantined.

Event description:
An international customer reported a minimum effective concentration (mec) error and failed water testing with their evotech ecr. It is unknown at this time whether or not there any loads involved and if the loads were released and used. There are no serious injuries reported. They stated the hospital uses the water fill feature under the system diagnostics tab of the evotech. The water comes out of the basin whether they took the sample from and a high colony count was noted. They have had a variety of results but consistently greater than 100cfu non-fermenting bacillus sp (3 weeks; 10-100cfu micrococcus (2 weeks); and 10-100 coagulase negative staphlococci (1 week). Advanced sterilization products (asp) has decided to report this as an over abundance of caution since it cannot be determined at this time the source of the bacteria. Asp will continue to follow-up for further information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for a quality problem with no impact on safety to be "low." No parts were returned for analysis. The customer confirmed nothing changed in their sampling process. The customer said they confirmed all staff adhere strictly to policy with ppe being worn including gown, gloves, mask are worn for each sample and ensure the use of a sterile jar to collect the specimen in. It is transported immediately to the laboratory for processing upon collection. The facility infection control management service & microbiologist has followed the same testing procedure for every water sample collected, as such, a change in the testing methods is not considered to be a contributing factor to the testing results. An fse was dispatched to the site and a self-disinfect cycle was run. On april 13, 2016, the external carbon 20"x4.5" filters, filter housings were immersed in hypochlorite solution and the internal 0.2 m filter was replaced and a self-disinfection cycle was completed. The following day, the hospital confirmed the water tests samples were negative and the unit was released from quarantine. The hospital reverted to the twice weekly routine of running the self-disinfect cycle in the unit and no further problems have been reported. The cause of the positive water test cultures was not confirmed, as such, an assignable cause could not be verified. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.